Event description:
It was reported that cartridge alarm 20 occurred and issue did not take place during load process, with caller also noting cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Pump was not replaced because it was out of warranty, and customer used multiple daily injections as alternate therapy, with no additional information received regarding any further actions.